Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that they were attempting to prime when insulin continued to exit the device, which led to them removing the batteries. After reinserting the batteries, the device alarmed battery out limit and the customer was unable to clear due to buttons being unresponsive. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 227 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump primed properly. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).